Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 457 mg/dl. Reportedly, the cause of the elevated bg levels were unknown. Customer delivered a corrective bolus to stabilize impacted bg levels. The customer was hospitalized due to the impacted bg levels, not feeling well and not being able to keep their water down. The customer was admitted to the hospital on (B)(6) 2017 at 10:00pm and was treated with an intravenous drip and fluids. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.